Event description:
It was reported that the patient presented with loss of capture on the rv lead. Low amplitude noise was noted on the rv channel of a segm. Insulation damage was suspected. The lead was capped.

Manufacturer narrative:
No medwatch form was received.